Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The left atrial appendage (laa) depth was 31.3mm, laa orifice width at widest point was 32.4mm. During procedure, the atrial rhythm recorded at start of procedure was atrial fibrillation, activated clotting levels (act) were 260-302 seconds and heparin was administered. The amulet was successfully deployed in the laa. On (B)(6) 2025, a transesophageal echocardiogram (tee) was performed due to d timer was elevated. A thrombus was noted on the device and edoxaban was administered.

Manufacturer narrative:
An event of thrombus after two years of successful amulet device implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported thrombus could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The unexpected medical intervention was due to medication (edoxaban) administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.